Event description:
It was reported the patient had an advance sling implanted around (B)(6) 2016. In (B)(6) 2017 the patient returned to the physician due to recurring incontinence. The patient then had the sling removed on (B)(6) 2017 because the sling had eroded into the urethra. No further patient complications were reported in relation to this event.